Manufacturer narrative:
It was reported that the concerto coil detached prematurely at the catheter hub as it was being loaded into the microcatheter. The event was investigated to determine cause. As the device had been disposed of, no analysis could be performed. The device history was reviewed and there were no discrepancies found that may have contributed to the reported event. The investigation determined that this was a known event, and therefore no new formal investigation was required. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while loading the coil in to the micro catheter the coil got detached at the hub of the micro catheter. The coil was discarded as the course of the procedure took long time. There were not any patient symptoms or complications associated with this event. No images available for review. Other details were asked but unknown. No patient injury was reported.